Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, cracked reservoir tube lip, and bleeding lcd glass. No cracks were noted on the battery compartment. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call, the insulin pump had cracks near the battery compartment and around the display window. Customer's blood glucose was unknown. The device was returned for analysis.